Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics test revealed high impedances. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. It was noted that the lead had fractured. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report event of lead broken was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires broken.